Event description:
Attorney contacted manufacturer alleging pt has a medical malpractice lawsuit to bring forth which includes a product liability cause of action. Pt's medical care and treatment fell below the applicable standard of care in the medical profession by his failure to properly install, monitor, check and maintain the baclofen intrathecal catheter pump which malfunctioned in 2001 causing serious bodily harm to pt.